Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent arteriovenous (av) fistula creation and received a catheter kit for hemodialysis access on (B)(6) 2025, due to uremia and used it for vascular access to facilitate hemodialysis treatment. On (B)(6) 2025 the first session commenced and initially proceeded smoothly. However, after 1 hour and 40 minutes, the catheter blood drainage was very poor, and the machine frequently alarmed. Hemodialysis treatment could not be performed, and the hemodialysis was terminated early. There was nothing unusual observed on the device prior to use. The catheter was repaired. There was no leak, and tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.